Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead due to dislodgment. A revision procedure was performed and after explanting the ra lead, a portion of the ra lead tip detached but was recovered outside the patient. The ra lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and lead damage. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of lead damage was confirmed. Visual inspection found the steroid plug of the lead was outside of the helix region. The cause of the reported event of lead damage was consistent with procedural damage. The reported event of loss of capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.